Event description:
When the physician tried to advance deltaplush 2x6 the coil was stuck in the microcatheter. The coil didn't advance. So he pulled back the coil and used another same size coil. The procedure was successfully done. Failure analysis discovered that the returned coil was unraveled out of the soldered section, stretched, and kinked.

Manufacturer narrative:
The sl-10 45 degree microcatheter was not returned. The microcoil system was returned cleaned. The ball tip is located 34.0cm proximally off the distal tip of the green introducer. Located 39.4cm off the distal tip of the green introducer, the dpu/coil protrudes outside the sheath for a length of 4.0cm. No mechanical sheath damage was found at this section or to the remainder of the sheath. The proximal end of the coil has been stretched. The coil's socket ring has been severely bent toward the proximal rend of the coil. The distal section of the outer sheath has been compressed. The coil was unraveled out of the soldered section. This requires excessive force. As viewed both inside and outside the sheath, the coil shows compression and buckling damage. Overview shows the proximal section stretched with the adjacent distal section buckling damage. The first two secondary loops off the ball tip are intact. The remaining loops have been stretched and lost their full memory. The coil was returned severely damaged. The evidence strongly suggests that the coil encountered distal interference inside the microcatheter. This resulted in the compression and buckling damage to the coil. During removal; the coil most likely became anchored in the interference and was then stretched with the retraction force. Excessive force was used to free the anchored coil during the removal from the microcatheter. The source of this interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.